Event description:
It was reported that during a remote follow up, the diagnostic counters had not reset from the previous transmission. Abbott technical support was contacted, however, no intervention has been performed at this time.